Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient currently had an infection from the device and it was not the first time this infection had happened with the device (this was their second infection). The patient was currently in the emergency room (ER) attempting to have the infection treated. No troubleshooting was performed. The patient also wanted to have an MRI so it was advised they contact their doctor for the issue. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.